Event description:
It was reported during radical prostatectomy procedure, that the clips did not form. Another like device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.